Event description:
It was reported that bd ultra-fine¿ pen needle broke during use. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: DHR of lot 7296487 was reviewed and no qn found. Manufacture records were reviewed, no abnormality was found. Suzhou plant has100% visual inspection system to detect bent and missing np cannulas, and reject defect part automatically. Returned samples were test on np end visual inspection system and all samples were rejected by machine. Based on investigation above, the complaint is not manufacture issue.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine¿ pen needle broke during use. No serious injury or medical intervention was reported.